Event description:
While attempting to defibrillate a patient (age & gender unknown) using paddles, the device did not discharge. Complainant indicated that the clinician swtiched to defib pads and the device delivered therapy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.